Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 206mg/dl. The customer stated that the pump malfunctioned. She threw the pump on her bed and the display went blank. The customer tried changing the battery but the pump was still not working. The customer will call back when the pump is available for troubleshooting. Troubleshooting was not performed. The device was not returned for analysis.